Manufacturer narrative:
Monitor sn: (B)(4) electrode belt sn: (B)(4) have not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags, or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the failure to convert event. Manufacture dates: monitor 7/14/2017 electrode belt 12/27/2012.

Event description:
A u.s. Distributor contacted zoll to report that a (B)(6) patient was treated by the lifevest. It was reported that the patient was unconscious and in bed and alone at the time of the event. The patient was reported in the hospital at the time of the event. Clinical review of the patient's download data revealed that the patient received four appropriate treatments on (B)(6) 2020. At 8:37:01 am, the patient received the first appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was ventricular tachycardia at (vt) at 270 bpm. At 8:37:31 am, the patient received the second treatment. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vt at 240 bpm. At 8:38:02 am, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 270 bpm and the post-shock rhythm was also vt at 270 bpm. At 8:38:43 am, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 280 bpm and the post-shock rhythm was obscured by motion artifact. The patient was transferred to the ICU after the event. As the post-shock rhythm of the final shock is not known, this event is being reported out of an abundance of caution.